Event description:
It was reported that a button on the infusion device was not functioning. At the time of report, it was not specified which button. No adverse event was reported. The infusion device cannot be returned for legal and customs issues.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4) law doesn't allow product return.